Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000 mcg /ml at 899 mcg/ day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump was hitting the patient's rib and protruding.  It was noted that the issue was due to the patient's anatomy. The pocket was revised and the device was moved the left abdomen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.